Manufacturer narrative:
Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: right knee was slower to recover with persistent pain and limitation in both flexion and extension for quite some time, although improving. In october, possibly the same year 2014, but could also be later, the left knee had adequate functional performance although the non-involved right knee still presented with some complaints and limitation in rom. Device history review: not performed as the lot details were not provided. Complaint history review: not performed as the lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product identification, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
A patient reported a painful right knee. As per review of complaint records, the patient's competitor primary knee was revised to stryker devices and is still struggling with her right knee, range of motion.